Event description:
"Several" incidents of the male luer lock adapter separating from the tubing. Condition noted at the time of connection of set to pt. Neither incident resulted in pt injury or required medical intervention. Per clinician there were no leaks reported. Clinician unable or provided any info regarding blood leaks.